Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose verses blood glucose differences and lost sensor alarm on the insulin pump. Customer's blood glucose was 250 mg/dl. The customer was advised that the sensor glucose and blood glucose meter reading will be close, but rarely match due to how glucose travel in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer was advised to remove and replace the sensor. The customer was advised that the we would replaced sensor and agreed to return the used product for analysis.